Event description:
It was reported that a patient underwent a revision surgery where an alternate device was placed secondary to a fractured screw being found post operatively. A portion of the screw was reported to have been retained without additional reported patient impacts.

Manufacturer narrative:
H6 (results, conclusions). The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery where an alternate device was placed secondary to a fractured screw being found post operatively. A portion of the screw was reported to have been retained without additional reported patient impacts.